Event description:
Pt made a doctor's appointment due to coughing up blood. Laboratory inr=6.2. One hour later went back to lab for finger stick test. Test performed on suspect device and inr=1.8. Controls were stated to be within range. No treatment was given based off of the suspect device reading.